Event description:
During an in-clinic follow up, there was inadequate capture and oversensing on the right atrial (ra) lead. X-ray imaging confirmed a dislodgement of the ra lead. The ra lead was repositioned to resolve the event. The patient was stable.

Event description:
Additional information was received indicating high capture threshold resulted in a loss of capture.